Manufacturer narrative:
The device was returned to olympus for inspection. Fluid invaded the control unit causing damage to the angulation system. Although the investigation was unable to determine the exact root cause of the corrosion to the control unit/distal end, component stress and fluid intrusion likely contributed to the failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, corrosion was observed on the distal end and the control body of the flex video scope. There was no patient involvement.